Event description:
Healthcare professional (hcp) reported home pt (hp) performs hemodialysis at home on the baxter sps 1550 device. The hcp related that hp is supposed to receive the following heparin dosages: 1cc prime, 1cc bolus and 1cc every hour for the 4 hour treatment. The hcp reported that the hp contacted the dialysis facility and related that at the end of the 4 hour therapy had received 10cc heparin, which is greater than the prescribed volume. During baxter quality assurance's follow up the hp denied receiving an overinfusion of heparin, which is contrary to the initial report from the hcp. The hcp reported there was no medical intervention necessary and no pt injury resulted from this event.